Event description:
As reported by our japan affiliate during a trans carotid transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, when attempting to advance the 26mm commander delivery system (ds) across the aortic valve, crossing was not possible. When the (ds) was withdrawn or advanced again after withdrawal an injury to the ascending aorta occurred. There was no damage to the device reported. As a result of the injury, no arterial line waveform could be obtained and blood pressure could not be measured, chest compressions were initiated and extracorporeal membrane oxygenation (ECMO) was inserted. A median sternotomy was performed with conversion to cardiopulmonary bypass. The ds was inserted through the aortic injury site (transaortic) and the transcatheter valve was deployed under direct visualization. The injured site of the ascending aorta was then sutured, and hemostasis was achieved and the chest was closed. The patient was transferred to the intensive care unit post procedure and remained inpatient. The patient had severely calcified aorta and horizontal aorta, a specific root cause for the event, was not identified.

Manufacturer narrative:
The investigation is ongoing.